Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button were getting harder to push. The blood glucose level was unknown. The customer also reported that the backlight was no longer working, insulin pump rejected new battery and screen was hazy. The insulin pump was slower to rewind. The device will not be returned for the analysis.